Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil. Device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device.

Event description:
It was reported by patient's mother that the patient experienced wound dehiscence as the wound is still partially open. Device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. No other relevant information has been received to date.